Manufacturer narrative:
This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
On (B)(6) 2021, pentax electronic gastroenteroscopy device performed an upper gastrointestinal examination, when reprocessing the scope, the user found that the body of scope leaked, informed the equipment department to contact pentax factory. This event occurred at the time of reprocessing. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary: the scope was repaired by the third party and confirmed, that the bending rubber broken. Based on the result, we concluded, that it was caused, due to something sharp. Tool hurt the bending rubber, or corrosion occurred by disinfectant. Correction information: h6: coding changed, based on the investigation result. Additional information: d8: this device was serviced by a third party.